Event description:
Infant had a central PICC that was in his right leg. The dressing was intact and occlusive. I went to do his assessment and found the catheter separated below the hub at that time. There was no blood from the catheter noted. It had separated below the hub from the catheter. The entire catheter was removed using forceps (sterile) and a sterile dressing applied. Both pieces of PICC were saved and given to nurse educator. Physician was also notified of incident. No harm to infant.